Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation at this time. Since the product code and serial numbers are unknown, a 510k number cannot be provided. If the device or further information becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: this complaint is a duplicate complaint. The customer reported condition, channel failure, will be addressed in manufacturer report number 6000001-2011-14801.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with failure code 812:02; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.